Event description:
The customer reported that on (B) (6) 2009, a sample containing anti-e reacted negative on the ortho provue analyzer. The pt is a (B) (6) female with leukemia and splenomegaly. The pt received multiple transfusions. The antibody screen was negative pre-transfusion. About 2 weeks later, a weak antibody was detected in manual gel test which on retesting was found in the pre-transfusion sample. The weak antibody was missed on the initial testing. The dat was positive and the eluation showed anti- kell, during the post workup. The pt had no symptoms of hemolysis. This is a delayed serologic transfusion reaction and the pt did not experience any serious effects due to the missed antibody. Ocd medical affairs has determined that a serious injury has been occurred.

Manufacturer narrative:
An ocd field engineer visited the site and confirmed that the camera setting was optimal. The fe indicated that the instrument was operating as expected. Therefore, service was not required. The customer indicated that the images of the sample tested on (B) (6) 2009 showed extremely weak reactivity which was described as a negative red cell button with a slight bump at the top. Incident is isolated and most likely sample related. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).